Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with "inapporpriate" shocks. Interrogation revealed the cause to be noise, possibly caused by electromagnetic interference. Post-sensed t-wave oversensing and wide qrs oversensing were also reported. Programming changes were made. The patient was stable.